Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed minor leak. The leak was not visually observed in the dialysate. The waste water from machine tested positive. During a follow up with the clinic manager, it was reported that the patient did not experience any blood loss. The patient was switched to a different machine to complete treatment. Patient had no adverse effects and no medical intervention was required. Sample has not been returned to manufacturer. Due to the initial report of the blood test strips confirming a leak, a malfunction MDR will be submitted.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.